Event description:
It was reported that occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.